Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 71-year-old female patient presented to his office with concerns related to a previously placed dental implant. The implant had been placed on (B)(6) 2025 at tooth location #20. The patient presented with the issue on (B)(6) 2026 during the second-stage surgery. It was reported that the implant came out while the healing screw was being unscrewed. The doctor stated that the implant had failed to osseointegrate. As a result, the implant was removed on the same day using the implant driver. The implant was not replaced, and it was noted that treatment would be delayed allowing for proper healing before proceeding with further treatment. The patient exhibited granulation/fibrous tissue around the implant and was noted to be very uncomfortable when the implant came out; however, the symptoms resolved after removal of the implant. The prosthesis consisted of a fixed denture supported by four implants. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical intervention was required. It was further reported that the patient had type ii bone quality and good oral hygiene. No abnormalities were noted with the implant or its packaging.